Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing redness at the implant site. The recipient was recommended no magnet/processor use for 10-14 days. The recipient was prescribed antibiotics. The recipient ceased device use. The recipient's magnet strength was reduced. The recipient is not presenting with any pain or discomfort.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have reportedly resolved and the recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.